Manufacturer narrative:
As of 03/06/2019, aso did not receive information from the consumer of the lot number for further investigation. Satisfactory biocompatibility test results for the materials used to manufacture the same type of products were reviewed. The product is labeled as super sticky adhesive no intended for use on delicate or sensitive skin.

Event description:
Consumer stated that she had a reaction due to the adhesive area of the product. Consumer indicated that it is like a very serious sunburn on the area. Consumer stated that medical attention was sought. Her dermatologist stated that it is not an infection and symptoms should correct soon.

Manufacturer narrative:
As of 03/06/2019 aso did not receive information from the consumer of the lot number for further investigation. Satisfactory biocompatibility test results for the materials used to manufacture the same type of products were reviewed. The product is labeled as super sticky adhesive no intended for use on delicate or sensitive skin. As of 04/08/2019 aso performed testing with the unused product returned by the consumer. The results are acceptable with no defects found during testing. The following was updated: (codes removed: 4114 and 3221).

Event description:
Consumer stated that she had a reaction due to the adhesive area of the product. Consumer indicated that it is like a very serious sunburn on the area. Consumer stated that medical attention was sought. Her dermatologist stated that it is not an infection and symptoms should correct soon. The customer information request (cir) was received on 03/13/2019. Consumer stated that she did not require any treatment and that the symptoms corrected after she stopped using the product. In addition, consumer reported that the issue was with the tape area.